Manufacturer narrative:
Initial inspection of the returned faradrive sheath observed a kink at the distal end. Initial inspection of the sheath observed a kink at the distal end of the shaft. This defect was not mentioned in the event description or complaint summary, inferring the damage was likely caused during the transport or storage of the device. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, following insertion of a faradrive steerable sheath into the left atrium and during aspiration of the sheath, some visible air bubbles were present. A pressure bag was used as the method of irrigation for the sheath. A farawave catheter was then inserted into the sheath. This was the first device that had been inserted into the sheath after transseptal access was achieved. When aspiration was performed, continuous visible air bubbles were observed around the catheter in the clear sheath. No abnormalities had been noted during preparation of the sheath or catheter. No air was ever observed in the patient. The sheath was replaced with a similar device, but continuous visible air bubbles were still observed around the catheter. The catheter was replaced with a similar device, and the air issue was resolved. The procedure was completed, and no patient complications were reported. The sheath and catheter have been returned for analysis.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, following insertion of a faradrive steerable sheath into the left atrium and during aspiration of the sheath, some visible air bubbles were present. A pressure bag was used as the method of irrigation for the sheath. A farawave catheter was then inserted into the sheath. This was the first device that had been inserted into the sheath after transseptal access was achieved. When aspiration was performed, continuous visible air bubbles were observed around the catheter in the clear sheath. No abnormalities had been noted during preparation of the sheath or catheter. No air was ever observed in the patient. The sheath was replaced with a similar device, but continuous visible air bubbles were still observed around the catheter. The catheter was replaced with a similar device, and the air issue was resolved. The procedure was completed, and no patient complications were reported. The sheath and catheter are expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.